Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The mfg date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely and forgot to apply a new sensor consequently, the customer experienced a loss of consciousness. The customer had contact with a healthcare professional who obtained a blood glucose result of 91 mg/dl as compared to a sensor scan of 350 mg/dl. The customer was diagnosed with diabetic ketoacidosis and was provided unspecified medical treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely and forgot to apply a new sensor consequently, the customer experienced a loss of consciousness. The customer had contact with a healthcare professional who obtained a blood glucose result of 91 mg/dl as compared to a sensor scan of 350 mg/dl. The customer was diagnosed with diabetic ketoacidosis and was provided unspecified medical treatment. No further information was provided. There was no report of death or permanent injury associated with this event.